Event description:
Customer confirmed there was no patient or user injury due to the damaged screen. They were unsure when the screen was damaged.

Manufacturer narrative:
The device was returned for evaluation. The following non-reportable technical defects were found: the display is damaged, the cover is missing and the bottom cover is slightly dented. Correction: this supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported a damaged screen; however, per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device has not yet been received by olympus for evaluation. Follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the ultrasonic generator had a damaged screen during maintenance. There was no report of patient harm or user injury associated with this event.